Manufacturer narrative:
Interrogation of the device revealed it was above eri when received, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for removal of the implantable cardioverter defibrillator due to pocket erosion. The device was successfully explanted. The patient was stable before, during, and after the procedure.